Event description:
User facility reported three months after an uneventful novasure ablation procedure, pt presented with abdominal craming. An ultrasound revealed fluid in the uterine cavity. The pt was dilated and the fluid was removed. The symptoms were relieved immediately and no further treatment was necessary.

Manufacturer narrative:
Within the IFU, clinical data regarding post-operative adverse events are noted from a 3-year randomized, prospective, multi-center novasure clinical study. The adverse event, hematometra was found to occur in 0.6% of the population group studied. The device involved in this event was not returned; therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further info could be obtained, thus no conclusion can be drawn for this event.